Manufacturer narrative:
According to the customer on (B)(6), "a bolt came out of the head section gatch causing the head to collapse on one side and that the patient was in the bed with the head raised when the incident occurred". It was reported that "the patient is in a persistent vegetative state and the head is kept raised to maintain a patent airway. When the bed failed, the patient slid to a side striking his head on the side rail, compromising his airway, and sending care givers into emergent care due to decreased oxygen levels". The customer reported that the patient was "stabilized on site". The customer also reported that "other than the immediate interventions to stabilize, there was no serious injury, follow-up care, or medical intervention after the reported incident. The customer confirmed that "the patient is baseline". The device involved is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6), "a bolt came out of the head section gatch causing the head to collapse on one side and that the patient was in the bed with the head raised when the incident occurred".